Event description:
During prep for a pta/stenting treatment procedure, the express biliary stent became bent. The device had no contact with the patient's body. Another express biliary stent was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'fine.'